Event description:
The customer reported the evis exera iii video system center display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was not in front of the equipment but mentioned the problem occurred in two rooms. Tac explained all the possible troubleshooting steps and advised the customer to attempt the steps and give a call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.